Event description:
A remstar auto a flex device was returned to a third part service center for service as part of the sound abatement foam recall process with no initial alleged complaint. During evaluation of the device, the service technician observed visible foam particles inside the blower kit and blower foam degradation. Additionally, the device had dust fail contamination and has a presence of error code e65 err_stuck_encoder_a. The device was scrapped by the service center after the evaluation was completed.